Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the port of two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as, ¿detected a foreign object that looks like a dot in the port¿. This issue was identified prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6)). Correction made to g2: report source: remove healthcare professional, added distributor/importer correction made to g3: date received by MFR: 09/01/2022 (previously submitted as 9/02/2022). H4: the lot was manufactured between september 24, 2021 - september 28, 2021. H10: two (2) devices were received for evaluation. Visual inspection along with magnification was performed with the fill port caps removed and a white polymeric appearing particle loosely on the interior wall of the fill port morphologically consistent with fill port material was observed for one sample only. The reported condition was verified for one sample only. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.